Event description:
Information received with return of the explanted device notes that during a follow-up, the device would not interrogate and there was no magnet response. An ECG showed that the patient's rate was 40 bpm. The patient was pacemaker dependent and had dizziness for a couple of months prior to the follow-up.